Manufacturer narrative:
(B)(4). The device was not returned for analysis. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other similar incidents reported from this lot. It should be noted that the absolute pro instruction for use states: should unusual resistance be felt at any time during lesion or stricture access or delivery system removal, the introducer sheath / guiding catheter and stent system should be removed as a single unit. Applying excessive force to the stent delivery system can potentially result in loss or damage. The investigation was unable to determine a conclusive cause for the reported difficulties. It is possible that the anatomical conditions were challenging as such that the guidewire and the catheter were not properly aligned in such a way that the stent partially deployed unintentionally and as a result may have caused additional difficulties retrieving the device and excessive force was needed; however, this cannot be confirmed. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported that the procedure was performed to treat a lesion in the heavily calcified femoral artery. A 6x40mm absolute pro self expanding stent system (sess) was being advanced when it got stuck with a non-abbott guide wire. The stent partially deployed unintentionally, and the stent was retrieved within the unspecified introducer sheath along with the sess and guide wire by using force. An unspecified absolute pro stent was used to successfully complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.